Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, following the removal of the guidewire and dilator from a faradrive steerable sheath and the insertion of an intracardiac echocardiography catheter into the faradrive steerable sheath, visible air was observed in the sheath and syringe when aspiration was performed. No leak was observed, but air was continually drawn through the sheath. Therefore, the sheath was replaced with a similar device, which resolved the issue. The procedure was completed with no patient complications reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, following the removal of the guidewire and dilator from a faradrive steerable sheath and the insertion of an intracardiac echocardiography catheter into the faradrive steerable sheath, visible air was observed in the sheath and syringe when aspiration was performed. No leak was observed, but air was continually drawn through the sheath. Therefore, the sheath was replaced with a similar device, which resolved the issue. The procedure was completed with no patient complications reported. The device is expected to be returned for analysis. It was further reported that the sheath was irrigated using a non boston scientific pump at a flow rate of 30 milliliters per hour. No air was observed in the patient.